Manufacturer narrative:
A ge representative evaluated the system and lubricated the collimator and reseated the collimator control circuit board. The system operates as intended.

Event description:
The customer reported the system displayed a bad iris pot error and shut down. No patient injury was reported.